Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis was not able to replicate or confirm the customer reported complaint of "instrument did not seal properly." The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and self-check tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. Electrical continuity was tested and passed. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. The instrument passed the electrode gap verification. The instrument was connected to the e-100 generator and was tested for energy delivery. The go/no-go electrode gap shim test passed, and the grip force test passed at 4.499lbf in the straight orientation, 4.39lbf in pitch, and 4.36lbf in yaw. Visual inspection was performed and no damage was found. A review of logs showed no failures. A grip force test was performed with the following results: straight: 8.725, pitch: 8.752, and yaw: 8.215. Based on log review, the instrument was found to have one engagement failure, but this was not replicated during in-house testing. The instrument passed the energy delivery test. Additionally, e-100 logs were reviewed, the only messages recorded were "high initial starting impedance" errors, which indicate the tissue between the jaws of the instrument had a higher impedance than expected. As the instrument passed all functional tests, the errors were likely triggered due to a clinical reason, such as sealing multiple times in the same spot. A review of the instrument log was performed. Per the review, the device was used on the reported event date of (B)(6) 2021 on system sk3345. The synchroseal had 0 uses remaining after the last use. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: the synchroseal instrument reportedly did not sufficiently complete a seal in synch mode. Per the description of the complaint, the instrument may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the synchroseal instrument did not seal properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.